Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.